Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7327622, our records determined that there is a trend for this issue occurring in this batch of saf-t-intima. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. However, with the sample provided, our engineers attempted to replicate the damage observed in the device, through the repeated application of the pinch clamp. Our testing was concluded after 30 attempts, with no observable damage occurring to the tubing. Unfortunately based on these results, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system extension tubing was broken by the clamp and blood leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system extension tubing was broken by the clamp and blood leaked. No serious injury or medical intervention was reported.